Event description:
It was reported that during a t7-s1 fusion performed on (B)(6) 2014, the tip of the reform polyaxial driver broke while inserting a 7.5mm x 5mm reform polyaxial screw. The screw was removed and replaced with the second driver available in the set and the procedure was completed with no further issue. A delay of 5-10 minutes was incurred as a result.

Manufacturer narrative:
Device eval in process. A follow up report will eb submitted upon completion.